Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has confirmed that the ECG ¿a¿ and ¿b¿ cable was severed the root cause for severed cable was unable to be identified there was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.